Event description:
The account alleged that the head of the bed intermittently raises and lowers by itself. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.